Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified artery below the knee. After a crossing a guide wire, a 2.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with blood in the balloon, wire and inflation lumen. Microscopic inspection revealed a burst in the balloon material, 16 mm in length. Inspection of the remainder of the device found no other damage or irregularities. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified artery below the knee. After a crossing a guide wire, a 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for pre-dilatation. However, during the first inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable.